Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 240cc mentor memorygel breast implant and experienced postoperative grade iii capsular contracture . As a result, the patient underwent explantation on (B)(6) 2020. It is unknown which side the device was implanted in at this time. A supplemental report will be submitted if additional information is received in the future.